Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and was returned for analysis. The patient was receiving 2,009 mcg/ml baclofen at 547 mcg/day via an implanted pump. The indication for use was not reported. There were no further complications reported/anticipated. There was no complaint against the pump. The doctor wanted the pump sent back to the manufacturer because it was on the battery list from 2011, and elective replacement indicator (eri) was in 4 months.